Manufacturer narrative:
Brand name, UDI #: the heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 3 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018 the patient developed new onset paroxysmal atrial fibrillation with heartrate up to 140s, which became sustained later. The patient was given amiodarone bolus and continued on infusion. Medication changes were made.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the report of atrial fibrillation, paralytic ileus, and constipation could not be conclusively established through this evaluation. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate 3 lvas. This IFU also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient developed post-operative paralytic ileus and constipation. Nasogastric intubation (ngt) was inserted with minimal bilious output. X-ray showed diffuse colonic ileus. The patient was continued on famotidine and bowel regimen.